Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a battery failure red alarm. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console (ic9269) was sent back for further investigation. Aic logs confirmed the reported failure. It was confirmed that persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. When console was booted for the first time in danvers, console alarms are consistent with what was seen in the field. When visually inspecting the batteries and pbm, it was observed that one of the batteries status leds were completely blank. The battery failure alarm was due to a defective battery 2 (decline of individual cell voltage). The root cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.